Event description:
It was reported that during a post-operative check, there was suspected right atrial (ra) lead loss of capture (loc) attributed lead dislodgement. All other measurements were in-range and it was noted that troubleshooting was complicated by the patient's congenital heart block (chb) assessment via 12 lead ECG confirmed ra loss of capture (loc) at maximum output. This ra lead remains implanted and the device was reprogrammed to vvi. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.